Event description:
The complainant reported a patient was implanted with an impella cp and on extracorporeal membrane oxygenation (ECMO) for mechanical circulatory support. Anti coagulation was stopped due to a gastrointestinal bleed. A decision was made to wean and remove both the ECMO and the impella so the patient could remain off anticoagulation. In addition, it was reported that prior to the explant, the ECMO cannula created deep vein thrombosis (dvt) to both legs. All femoral lines needed to be removed for distal perfusion from clots that were reported to be caused by the ECMO. Purge pressure was noted at the time of removal with no change in motor current and resolved with movement of tubing. The impella was successfully weaned and the device explanted.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Major bleed: the cause of the injury was not determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.